Event description:
A (B)(6) female patient contacted zoll customer support to report that she tried to press the response buttons to activate the device but could not. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button was damaged. The cause for the inability to activate the device is the damage response button. The root cause for the damaged response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The patient received a replacement monitor.